Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 with a blood glucose level over 600 mg/dl. Customer had diabetic ketoacidosis and was passed out on the bathroom floor. Customer was found by a friend. Customer was treated with fluid and insulin ivs. Customer was not wearing the pump at the time of the emergency room visit. Customer stated that the pump ran out of insulin, so he was not wearing it at the time of the hospitalization. Customer was in a hurry and said that he would call back. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.